Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2010, 08/11/2010, 08/18/2010, and 08/19/2010 by phone, fax, and mail. A completed questionnaire was received on 08/13/2010. Medical records were received on 08/10/2010. (B)(4).

Event description:
Adverse event(s): "discomfort" (discomfort); "redness" (red eye(s)); "uveitis" (uveitis). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was exchanged due to pt discomfort and redness. The surgeon reported that three months following the implant surgery, the pt presented with pain and redness which had been worsening since the surgery. The pt was treated with medications for a prolonged period of time for pain and uveitis. Medical records were requested and received. According to the operative report, during the procedure, there was some posterior vitreous pressure causing a prolapse of the iris at the incision. An iridotomy was performed, but the iris could not be reduced. A subtotal mechanical vitrectomy was performed removing all vitreous from the anterior chamber from the area of the incision. Miostat was irrigated to constrict the pupil and the pupil became nearly complete, perfectly round. The surgeon reported the iris was still atonic and floppy. Viscoelastic was used to deepen the chamber. A different model iol was placed with the haptic in the posterior chamber and optics in the anterior chamber. There was not enough iris tone to maintain capture of the optic and the iol slipped posteriorly down into the vitreous cavity. This iol was grasped and removed. During manipulation of the iol, one of the haptics was damaged. The iol was removed and replaced with the same model lens, which was sutured to the iris. In a f/u phone call, the surgeon reported that during the original implant surgery, as he started the phacoemulsification, the lens came loose and the zonules started breaking he performed a vitrectomy and placed an anterior chamber iol. Postoperatively, the pt had a good visual acuity, but reported discomfort in the eye with increased redness. The surgeon treated the pt with a prolonged course of medication. The surgeon felt that the iol might not hae been the correct size and was moving which caused her discomfort. Following the iol exchange procedure, the surgeon felt the corneal edema, increased iop, inflammation and poor visual acuity was not out of the ordinary and was due to "surgical trauma". The surgeon is not blaming the iol. The surgeon reported the pt is doing better than expected. Her visual acuity has improved from light perception to 20/40. The surgeon stated the pt reported her eye was "feeling good". There are two medical device reports associated with this event. This report is for the initial lens.